Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was having erratic blood glucose levels while on the pump. The reporter stated that the patient was getting ¿high¿ readings on their meter indicating a blood glucose level over 600 mg/dl. The patient had discontinued pump therapy at the time of the call. The reporter did not specify if the patient received any treatment beyond the normal course of diabetes management. The reporter was unable to troubleshoot the pump at the time. Customer technical support has attempted to contact the reporter but has been unsuccessful. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.